Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a feeling of vibration when switching power sources but there was nothing in the log file to confirm what that may have been. There were no alarms for the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a feeling of vibration could not be confirmed through this evaluation. A direct correlation between the device and the report of the patient feeling a vibration in their chest could not be conclusively determined. The system controller event log file captured several low power advisory alarms. These low power advisory alarms were addressed under (B)(4). No atypical alarms were captured. The pump operated at or above the low speed limit for the duration of the log file. The pump appeared to function as intended. The patient remains ongoing on vad support. The heartmate 3 lvas IFU and patient handbook provide information on assessing the patient and pump function. The heartmate 3 lvas IFU and patient handbook cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The device history records including the sterilization and packaging records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 28jan2020. Heartmate 3 lvas IFU rev. C (document # (B)(4) and heartmate 3 lvas patient handbook rev. B (document # (B)(4) are currently available. The heartmate 3 lvas IFU and patient handbook provide information on assessing the patient and pump function. The heartmate 3 lvas IFU and patient handbook cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.